Event description:
A report was received from (B)(6) stating that an 840 ventilator stopped cycling while being used on a pt. The pt was removed from the device and placed on an alternate ventilator. There was no pt harm reported.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported event. The cse replaced the inspiration module and power supply and performed extended self-testing on the device and all tests passed. (B)(4).